Manufacturer narrative:
Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of architect total b-hcg reagent lot number 45625ud00. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no deficiency for lot number 45625ud00 was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 4,494 iu/l was contested by the patient (ID (B)(6)) who had retesting performed at another laboratory where the result was negative. The customer retested the archived patient sample and the result was negative. The customer stated that the patient sample tested prior to the sample in question had a very high b-hcg result of 75,000 iu/l; therefore, sample carryover is suspected. No impact to patient management was reported.

Event description:
The customer stated that a false positive architect total b-hcg result of 4,494 iu/l was contested by the patient (B)(6) who had retesting performed at another laboratory where the result was negative. The customer retested the archived patient sample and the result was negative. The customer stated that the patient sample tested prior to the sample in question had a very high b-hcg result of 75,000 iu/l; therefore, sample carryover is suspected. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.